Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was brought to the hospital by ems after witnessed cardiac arrest at home. Crp was initiated immediately and the patient was intubated. Patient remained pulseless on arrival. He was shocked twice by the internal device. Family member stated the patient was walking down some stairs and became very dyspneic prior to the arrest. The patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No additional information was available at this time.